Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly. In addition, the customer stated that when a usb cable is connected to the usb port the connection feels loose. Customer stated there was no visible damage to the usb port. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.